Event description:
It was reported that on (B)(6) 2003 patient underwent a c4-c7 interbody reconstruction using rhbmp-2/acs with cage and autologous bone; c4-c7 anterior cervical fixation with anterior plate system and cage was filled with autologous bone and rhbmp-2/acs. (B)(6) 2003 patient presented with a drainage from incision. Per medical record ¿it does not appear to be purulent.¿ (B)(6) 2003 patient presented with a drainage from incision. Per medical record ¿hospitalization was recommended and culture taken to determine cause. Labs indicate wound culture + for staph aureus and mrsa.¿ (B)(6) 2003 patient underwent a wound exploration for small amount of superficial purulent material. (B)(6) 2003 patient presented with left hand tingling, intermittent spasms, and mild gross sensory deficit in left hand. (B)(6) 2003 patient presented with recent onset of pain in base of neck, numbness in ulnar aspect of right hand, trouble using right hand. (B)(6) 2003 MRI c-spine indicated enhancement in disc and vertebrae below fusion, may be seen with discitis and osteomyelitis; cord kinks at c4-c5 in region of fusion suggesting adhesions to construct (B)(6) 2004 patient presented with a re-exacerbation of symptoms, a posterior neck pain radiating into intrascapular area, left shoulder pain and numbness; has taken anti-inflammatories and pain meds with little to no relief. (B)(6) 2004 MRI c-spine indicated central disc herniation c3-c4, suspected kinking of cervical cord at c5 suggesting adhesions of the arachnoid. (B)(6) 2004 patient presented with pain in lower cervical spine region.

Manufacturer narrative:
(B)(6). (B)(4).